Event description:
It was reported that the patient had difficulty recharging and a loss of efficacy. The patient had her implantable neurostimulator (ins) and leads replaced due to ¿impedances issues¿ and a loss of efficacy. Telemetry and interrogations issues were reported along with a loss of stimulation and therapeutic effect. Battery depletion was noted as unknown and the patient had less than fifty percent therapy relief. Later that day it was reported that the ins did not ¿charge well.¿ the patient stated that she charged for ¿four hours one night and did not get boxes.¿ the patient stated that the ins was ¿easy to find¿ and the patient typically got anywhere from four to eight boxes. However, the coupling ¿seemed to get worse and worse¿ and the coupling issues started ¿the last three months.¿ the patient noticed ¿about three months ago¿ that the ins was ¿not working and keeping a charge as long.¿ an x-ray showed that the leads had disconnected from the ins. There was no known accident or incident related to this event. Additional information reported that day noted that the lead ¿broke off¿ during removal. Part of the lead electrode array was left in ¿s4 formena¿ due to the break. About two weeks later it was reported that there was no patient death or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial#(B)(4), product type: programmer. Patient product ID: 3093-28, lot# v454099, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-33, lot# v449877, implanted: (B)(6) 2010, product type: lead. Product ID: 3093, lot# j0235366v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code .if information is provided in the future, a supplemental report will be issued.